Event description:
One (1) of 3 defective dexcom g7 sensors in less than a week. (B)(6) 2025 first time it bg was unstable. Called dexcom cs. They told us to calibrate. Did this on phone with cs. Pricked finger 2x. Calibrate. They finally told us to put a new sensor in to throw away the old sensor. This was in early am around 2-2:30. 3 days later (B)(6) 2025 another problem. Calibration problem again. We calibrated 2 x in a 4 hr period. Still error with readings going for 45 to 170 throughout the 4 hour window. Patient was out with friend (minor) and he got scared to be treated low and it was not low. It was high and went over 300. I as a parent said to tell me when this. Happens again and do a finger prick before treat hi/lo. Still notified dexcom cs. They told us to send defective one back. They have serial #. Did not think to write it down. Was too angry. Then on (B)(6) 2025, dexcom g7 just all of a sudden said sensor failed and remove sensor. Called dexcom cs again!!! This time I made sure to keep serial number. I also took a picture of the last defective one: learned my lesson. The 3rd time was enough! Dexcom cs told me they would send me another one. So, in short. There have be 3 dexcom g7 in a row that is defective. They (dexcom) also have come up with a choice of sending replacement through fedex or go to local pharmacy. Going forward, of 3 defective dexcom g7 sensors in less than a week. (B)(6) 2025 first time it bg was unstable. Called dexcom cs. They told us to calibrate. Did this on phone with cs. Pricked finger 2x. Calibrate. They finally told us to put a new sensor in to throw away the old sensor. This was in early am around 2-2:30. 3 days later (B)(6) 2025 another problem. Calibration problem again. We calibrated 2 x in a 4 hr period. Still error with readings going for 45 to 170 throughout the 4 hour window. Patient was out with friend (minor) and he got scared too. He treated low and it was not low. It was high and went over 300. I as a parent said to tell me when this. Happens again and do a finger prick before treat hi/lo. Still notified dexcom cs. They told us to send defective one back. They have serial #. Did not think to write it down. Was too angry. Then on (B)(6) 2025, dexcom g7 just all of a sudden said sensor failed and remove sensor. Called dexcom cs again!!! This time I made sure to keep serial number. I also took a picture of the last defective one: learned my lesson. The 3rd time was enough! Dexcom cs told me they would send me another one. So, in short. There have be 3 dexcom g7 in a row that is defective. They (dexcom) also have come up with a choice of sending replacement through fedex or go to local pharmacy. Going forward, I will not only notify dexcom but also notify FDA about this every time. Which is too often. 5 bad sensors before but like I said previously did not think about it. More concerned about my child and the anger that was taking over my logic of reporting to FDA. Little did they tell their customers. If dexcom sends you a goodrx voucher for pharmacy, it will use current prescription and deduct (1) for next refill. This puts patients in a deficit of 1 or more for the next refill. Please check into this. This is happening a lot for others as well. I have also reported to endo doctor that has communication with the dexcom rep. Which says that is not supposed to happen as well as the same words as dexcom cs. They all know the issue. Dexcom is withholding this information to keep from taking away from their supply and taking away from patients refill count, bad business, I am not finished with all of this. I will continue to complain until something is done. The above test ranges are the false readings that occurred. We learned the hard way. Minor child treated the low and it was not which caused high. Very dangerous. Referencing reports: mw5173195 and mw5173197. Pt code: 1905. Device codes: 1535, 2588.